Event description:
It was reported that the cuff was not inflating and cannot be used on a patient. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. An investigation could not be performed due to no complaint product sample being returned. However, based on the part number provided by the complainant it can be confirmed that this device was manufactured in southington. A photo of the device template was provided by the customer, confirming the affected part number in this complaint. It cannot be confirmed whether the product had any inflation defects without a conclusive investigation being performed. This being the case, no corrective action is planned at this time. Root cause could not be defined with confidence. Operator of device unknown, initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).